Event description:
It was reported to covidien that a customer had a problem with a safety syringe. The customer reports that a nurse received a needle stick with a dirty needle when she slid the safety cap over the needle as instructed. The nurse states she heard it click into place. When the nurse picked up the syringe, the needle was protruding through the safety cap and she received a stick.

Manufacturer narrative:
Submit date: 9/28/2008. An investigation is currently underway. Upon completion, the results will be forwarded.